Event description:
It was reported that customer experienced continuous glucose monitor error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed error did not recur, and successfully started new sensor session.